Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 4.2. Reference: 6.2. Mean: 5.20. Confidence limits: na. The mean of the inr values was greater than 5.0 and the difference is less than 2.2. Only one inr value is greater than 5.0. The results are not considered discrepant within the context of the documented variability for inr testing. Inr results reported meet the criteria for accuracy. No further investigation will be pursued. Nes error may have occurred because there was not enough sample applied to the test strips to fill the test area, and/or strip channel was blocked. The 114 and 141 errors may have been generated if device is not used as directed or indicated. No info in the complaint indicating misuse. The errors may have also been generated due to incorrect sampling o r technique. No info indicating a technique issue on the part of the user. No lab draw results available. Unable to determine the root cause. As of (B) (6) 2010, nine discrepant result complaints were reported for lot 225937 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 4.2, lab: 6.2.